Event description:
Edwards received information that a patient with a 21mm aortic valve implanted eight years, five months, underwent valve-in-valve procedure due to severe stenosis. The patient had elevated av gradients across her bioprosthetic aortic valve following avr on prior ttes, likely representing a component of patient-prosthetic mismatch. It was reported tavr was attempted; however, they were unable to cross the surgical prosthesis. Fourteen days later, the patient underwent successful valve-in-valve procedure. A 23mm transcatheter valve was placed. Post echocardiography with tee showed no paravalvular regurgitation. The patient tolerated the procedure well and transferred to the ICU in stable condition.

Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted eight years, five months, underwent valve-in-valve procedure due to severe stenosis. It was reported tavr was attempted; however, they were unable to cross the surgical prosthesis. Fourteen days later, the patient underwent successful valve-in-valve procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.